Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced pain where the implantable neurostimulator (ins) was placed; some days it just ached and some days they felt a semi-sharp pain going on, and noticed the pain after they bend, stretch, walk or work. The patient stated they ignore the pain and take advil. The patient also reported a loss or change of therapy, as the therapy was not helping with incontinence. It helped some days, it was a progression, and it seemed to hold the stool close to the opening so that they had the sensation that it was there, but it was sort of staying there. When the patient sat down to go it was hard to expel. The patient was to follow up with their healthcare provider (hcp) on (B)(6) 2016. Additional information received from the consumer on (B)(6) 2016 reported the patient's next appointment was on (B)(6) 2016. The cause remained unknown and the issue had not been resolved yet. Two months later, the consumer further reported that they saw their healthcare provider(hcp) on (B)(6) 2016 then they had to pack whole house and moved. Presently, they were able to revisit issues with the device and pain. They had an idea that moving and bending might contribute for several months and as of (B)(6) 2016 some days it ached at a pain level of 7 out of 10. It was also reported that the therapy not helping and pain at ins site has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.